Event description:
Caller reported a cgm error 42 related to the g7 sensor, and it was noted that the pump had not recently come out of storage mode. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions, and the caller planned to reset the pump at their convenience and follow up if the issue persisted.